Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a health care professional that the customer got admitted due to high blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The caller reported that the customer's insulin pump had failed. The customer was given intravenous insulin to treat. No further details were able to be obtained. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.